Manufacturer narrative:
As received, a complete lead with a piece of stuck guidewire was returned in one piece. The ptfe coating of the stuck guidewire was found bunched up with the inner coil at the distal end of the connector pin. The reported event of guidewire could not be removed was confirmed. The cause of the reported event was isolated to the bunching of the guidewire ptfe coating inside the inner coil at the connector region consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, the guidewire could not be removed from the left ventricular (lv) lead. The physician was eventually able to remove the guidewire by force, however, this damaged the lv lead. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.